Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening linear on patch and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on dip coat, wear abrasion, creases fold and also, a defect on dipcoat is observed as sealant area is less than 1mm beyond fill hole. It is assessed as a workmanship. The opening observed on the dipcoat is potentially related to this defect. Based on the device analysis the final assessment is observed defect on dipcoat, assessed as a workmanship. The opening on the dipcoat is potentially related to the workmanship observed. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "something strange inside the device, something that floated inside the device, something like fatty tissue inside the device". Replacement was used with a back up device.